Event description:
It was reported that during a procedure of the mildly tortuous, calcified, 90% stenosed, distal right coronary (rca) artery, the 1.20 x 6 mm mini trek balloon dilatation catheter (bdc) was used for predilatation and during the first inflation at 5 atmosphere (atm) it ruptured. The bdc was removed from the patient anatomy without resistance and a second bdc was used for further pre-dilatation and a stent was deployed to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.